Event description:
Received through medwatch report. The cup was retained after removal of the external portion of the uterine manipulator. The cup was identified as being retained when the pt went to pacu. When this event was reported to the joint commission, the joint commission consultant explained that she had personally seen 15 retained cup events from uterine manipulators in 5 years.

Manufacturer narrative:
The directions for use indicate the koh colpotomizer system will be removed during vaginal closure / laparoscopic closure along with the uterus and uterine manipulator. In keeping with good medical practice, the physician is responsible to ensure all non-implantable devices are removed from the pt. (B)(4).